Manufacturer narrative:
An event of heart failure and aortic valve stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported heart failure, aortic valve stenosis is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. Per the warnings section of the instructions for use, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and stenosis associated with calcifications, is consistent with the insufficiency and elevated gradient noted. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned the hospital with worsening heart failure. It was determined that the patient was suffering from aortic valve stenosis. It was also noted that only one of the leaflets of the valve was coapting properly. The decision was made to perform a repair of the 2 leaflets that were not coapting properly. The patient was referred for a valve-in-valve transcatheter aortic valve implant procedure, but it is unknown if that procedure has been carried out yet. The patient status is unknown.